Event description:
When placing patient back in isolette rn found patient's pcvc line broken at the end of yellow piece at end of hub. Md's notified and at bedside to check patient. Remainder of pcvc line removed and measured without problems.